Event description:
One endeavor sprint over the wire drug eluting stent was implanted in both the prox rca and the distal rca. Two endeavor sprint over the wire drug eluting stents were implanted in the mid rca, the second stent implanted in treatment of a dissection. The investigator has indicated the event was definitely related to the study device. The patient recovered with treatment. A staged procedure was carried out 5 days post the index procedure, 2 endeavor sprint over the wire drug eluting stents were implanted in the mid lad.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).